Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 53 events were reported for this quarter. Product return status - 51 devices were received for evaluation. 1 device was available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. Evaluation status - 3 events were confirmed during testing. - 2 devices were found to be affected by corrosion. - 1 device was found to be affected by a worn rotor assembly. 43 events were not confirmed during testing; however, the devices were found to be affected by: - 2 devices were found to be affected by rotor damage. - 2 devices were found to have non-stryker repairs. - 19 devices were found to be affected by worn components. - 20 devices were found to be affected by corrosion. 1 event was not confirmed during testing; the device was found to be within specifications. 4 device evaluations are in progress. Additional information - 53 devices were not labeled for single-use. 53 devices were not reprocessed and reused. 3ps

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 53 total events were initially reported. 53 previously reported events are included in this follow-up record. Product return status 50 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.   Event confirmation status 3 reported events were confirmed; the cause traced to component failure. 47 reported events were not confirmed. Evaluation results 2 devices were found to be affected by third party repairs. 22 devices were found to be affected by corroded internal components. 23 devices were found to be affected by worn internal components. 2 devices were found to be affected by a mechanical problem. 1 devices had no device problem found.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 53 previously reported events are included in this follow-up record.   Product return status 51 devices were received. 2 devices were not available for evaluation.   Event confirmation status 3 reported events were confirmed; the cause traced to component failure. 48 reported events were not confirmed. Evaluation results 2 devices were found to be affected by third party repairs. 22 devices were found to be affected by internal corroded components. 24 devices were found to be affected by worn internal components. 2 devices were found to be affected by damaged internal components. 1 devices had no device problem found.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 53 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status 3 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.   Evaluation status 3 reported events were not confirmed during testing; however: - 2 devices were found to be affected by a worn rotor assembly. - 1 device was found to be affected by a worn bearing.   Additional information 53 devices were not labeled for single-use. 53 devices were not reprocessed and reused.